Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that decreased r-wave was observed. During lead repositioning, the helix could not be retracted. The lead was explanted and replaced. The patient condition is good.